Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it not providing a patient circuit disconnect alarm as expected could not be duplicated or confirmed. During the asp's evaluation, the device alarm system functioned as expected. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's alarms were not working as expected. When disconnecting the patient circuit during a demonstration, the device did not provide the patient circuit disconnect alarm as expected. There were no reports of patient involvement associated with the reported event.